Event description:
A u.s. Distributor reported that a patient's electrode belt was damaged and receiving adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable and adjust belt messages) has confirmed that the cable connecting the distribution node (dn) to the rear cable was severed. The root cause for severed cable was physical abuse. There was no adverse event that resulted from the damaged belt.